Event description:
The report of a death came from a clinical study. The death happened a few weeks after an ablation procedure that was preformed due to chronic ventricular tachycardia. Follow up has been inconclusive and additional information has not been made available. No complaints, allegations, or previous contacts regarding the device or any leads have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been inconclusive. Additional information has been requested but not made available.